Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Based on evaluation performed by the complaint information, omsc confirmed that the ultrasonic transducer surface of the subject device partially peeled off. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause has been unknown; however, the following are supposed to be the cause. There is a possibility that peeling of the ultrasonic transducer surface occurred by external stress such as hitting or rubbing. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection of the subject device, it was found that the ultrasonic transducer surface of the subject device partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.